Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that intermittent power loss of geometry movement during the movement. Reviewed log file showed that amc triple servo drive is defective the fse replaced amc triple servo drive.  After replacement of the amc triple servo drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that geometry movement was not functioning. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.